Event description:
On (B)(6) 2011, pt reported the infusion device displayed e10 cartridge during a cartridge change and that he does not feel the infusion device delivers insulin correctly. This has resulted in elevated blood glucose in the 400 mg/dl range, and normal blood glucose is near 150 mg/dl. Pt experienced increased thirst due to hyperglycemia and delivered boluses through the infusion device as treatment. No errors were rec'd on the infusion device. The adapter and battery were used per specification. Pt changes the infusion headset every 3-4 days and the tubing every 4-5 days. There has been no insulin leakage, blood, or air bubbles in the system. Time and basal rates were programmed correctly. Pt did not experience any lifestyle changes. Infusion device was not dropped, cracked, or exposed to water or other liquids. Infusion device, battery, battery cover, adapter, infusion set, and cartridge were requested for eval. Infusion device was replaced. Pt did not require treatment from a health care professional or second party to address the issue.